Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to erosion this device system was part of a pocket revision. The whole system was repositioned. When the physician was ensuring that the right atrial (ra) lead was secure in the header, the insulation on the lead unraveled and uncoiled between the terminal pin and the proximal ring. The lead was cut and surgically abandoned. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.